Manufacturer narrative:
No further information available. This event will be reopened should more information be made available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the clinical observations of the patient's heart rate below the programmed lower rate limit (lrl). The device met all specifications during testing.

Event description:
Guidant (now boston scientific) received information that the patient with this pacemaker does not feel well and is tired. The caller took the patient's heart rate and it is in the 50s to 60s. However, the device is programmed at 70. Technical services referred the patient to the doctor or medical assistance right away. Additional information was received that one year later, the patient with this device died. The cause of death was not reported and there were no allegations against the functionality of the device or that it caused or contributed to the patient's death. It was presumed that the device was buried with the patient and would not be returned. Eight years later, this device was returned for laboratory analysis.

Event description:
Event description guidant received information that the patient with this pacemaker does not feel well and is tired. The caller took the patient's heart rate and it is in the 50s to 60s. However, the device is programmed at 70. Technical services referred the patient to the doctor or medical assistance right away.